Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields, corrected fields, and final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause of the reported allegation could not be identified. Olympus will continue to monitor the performance of this device.

Event description:
It was reported, the camera head had a communication error. The issue occurred post-procedure of therapeutic laparoscopic resection of the uterine adnexa. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported, the camera head had a communication error. The issue occurred post-procedure of therapeutic laparoscopic resection of the uterine adnexa. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.